Event description:
Pt admitted 9/16 for pacemaker placement due to atrioventricular node dysfunction. Pulse generator implanted. Right atrium lead and right ventricle lead inserted through left subclavian vein into appropriate chambers and screwed into place. Chest x-ray after procedure showed no active infiltrates or effusions. On 9/18, pt admitted to ER for chest pain due to pericardial effusion. Etiology of pericardial effusion not clear, suspect has to do with trauma of placing one of the pacing wires. This includes perforation which has since healed or myocardial contusion with inflammatory response. On 9/26, tee in cath lab for large circumferential pericardial effusion. Echo suggests tamponade. Pericardiocentesis performed with pigtail catheter in pericardial space, 210 cc removed, and successful reversal of tamponade.